Event description:
It was reported that residual aneurysm neck filling was observed post procedure on (B)(6) 2025 and the retreatment to target aneurysm was performed and the outcome of the event was resolved, without sequelae on (B)(6) 2025. No other information was provided.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The event description indicates a possible relationship of the subject device with the event of residual aneurysm neck filling. No device malfunction was reported during the initial procedure. A probable cause of anticipated procedural complication will be assigned to this event. This appears to be an event where a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the directions for use, product labeling and/or risk documentation files.